Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the second stimulator was implanted and no matter how much the health care provider tried, they couldn¿t get the implantable neurostimulator working. So, they removed it and then she had the pain pump implanted. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the nurse and her had no idea why the device couldn¿t be programmed correctly. The patient reported that about 5 years ago, the device was removed and a pain pump was implanted. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the nurse and her had no idea why the device couldn¿t be programmed correctly. The patient reported that about 5 years ago, the device was removed and a pain pump was implanted. The patient reported that the previous surgeries left vertical posts, wires (2 each side) in her back and didn't know why. The patient reported that the wires were in the way of performing some diagnostic studies. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported that the second device malfunctioned. The patient reported that the doctor¿s nurse and she tried over and over again but the device just wouldn¿t work so they gave up. The patient also reported that the device would ¿jump around all the time.¿ the patient reported that it was defective. No further complications were reported.